Manufacturer narrative:
Investigation included collection of event details and arrangement for return of associated disposables for evaluation. Investigation of this case revealed that leakage was associated with the initial cartridge and/or connection assembly, while subsequent use with a new cartridge and connector functioned as expected. It was concluded that the event involved insulin delivery interruption due to leakage at the cartridge-to-connector interface, resulting in hyperglycemia, with resolution after replacement of the disposable components. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the ilet system experienced insulin leakage from the cartridge connection during meal deliveries, with the user observing leakage after insertion; the user replaced the cartridge and connector with new components and the issue did not recur, and a prolonged high glucose alert over 300 mg/dl for 90 minutes was reported. Symptoms included headache, polyuria, and flank pain. Outcomes included the user transitioning to backup subcutaneous insulin therapy.